Event description:
Product alert for hospira life care pca - problem with potential door tampering. The plastic door securing the syringe/vial may be flexed and access gained. We have not had any problem with tampering on our life care pca pumps. Hospira will begin the process to correct all devices impacted by this issue in the 4th quarter of fy13.